Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an episode of atrial fibrillation with fast atrioventricular conduction resulted in inappropriate cardio-version. The device remains in use and no further patient complications have been reported as a result of this event.